Event description:
It was reported that the external pulse generator had been dropped, and there was extensive case and display damage. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the customer comment of upper and lower case broken. There were also two side bail covers as well as the battery drawer broken, and a ring bent.